Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Photos were provided. One photo shows the particle and the plunger with a ruler. The plunger is not broken. The plunger tip is intact in the photo. The particle in the photo does not appear to be the dark blue color of the plunger material. The photo quality, taken from a distance, does not allow for identification. The particle appears slightly round on one side and about 1mm wide based on the ruler in the photo. A root cause could not be determined for the reported complaint. The product and particle were not returned for evaluation. The particle in the photo does not appear to be the dark blue color of the plunger material. The particle appears slightly round on one side and about 1mm wide based on the ruler in the photo. The photo quality, taken from a distance, does not allow for identification or determination of origin. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure a piece of the injector plunger broke off and went into the patient's eye. The surgeon was able to remove the small piece during surgery without any harm to the patient. Additional information was requested.